Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4, e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not being returned for analysis. Upon troubleshooting the device the direct current power cable was exchanged and the issue was not resolved. The customer was advised that the model number for this device has been discontinued and to contact their olympus sales representative. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high-definition liquid crystal display (lcd) monitor would not turn on. No patient harm was reported.